Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was greater than 400 mg/dl and a correction was delivered; however, it was unsuccessful. The customer thought that the high bg was due to the cartridge. The customer changed the cartridge and delivered a bolus.